Manufacturer narrative:
Concomitant products: product ID 399930, lot # v013744, implanted: (B)(6) 2006, product type lead; product ID 3708240, serial # (B)(4), implanted: (B)(6) 2006, product type extension . (B)(4).

Event description:
The consumer reported she was unable to charge. There was poor telemetry or no telemetry with recharging. The patient met with the manufacturer's representative (rep) on the day of the report to help get the implantable neurostimulator (ins) jump started. However, the rep was unable to help because the patient forgot her recharger. A reposition antenna screen was shown on the recharger. It was noted the patient had not recharged in a year. The patient stated she had tingling in her legs. Every once in a while the patient felt tingling in her legs even though the stimulator was not charged up. Relevant medical history included post lumbar laminectomy syndrome and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis findings for implantable neurostimulator model: 37712, serial: (B)(4) = reduced capacity due to overdischarge / no significant anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 399930, lot# v013744, implanted: (B)(6) 2006, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from a manufacturer's representative (rep) reported the patient's implantable neurostimulator (ins) would intermittently turn off and she had difficulty keeping a charge. There was not any trauma related to the event. It was unknown what diagnostics were performed. Interventions or actions taken to resolve the issue included the ins being replaced. The patient's status was alive with no injury and she recovered without sequela. The issue was noted to be resolved at the time of this report. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.